Event description:
It was reported that two days after the lead was implanted, the hcp implanted the neurostimulator device. When the hcp removed the lead cap to connect the lead to the extension, the number three lead contact separated from the proximal part of the lead and stuck in the lead cap. The lead was then replaced. The patient recovered without sequela.